Event description:
It was reported that the patient "caught pump on rib cage when bending down to tie shoes." No patient symptoms were associated with the event. At refill, the pump refill port could not be accessed. An x-ray (date not reported), showed the pump had flipped. The patient was referred to a surgeon to have the pump up-righted. The revision took place in 2007. The patient recovered without sequela. The pump was programmed to deliver morphine-the concentration and dose were not reported.